Manufacturer narrative:
The returned implantable pacemaker was analyzed, and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. The device was successfully interrogated and completed a memory dump. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Visual examination found no irregularities that would have been present when the customer received /utilized the device, and the header was firmly attached. The longevity calculation for this device passed or was not applicable. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that this implantable pacemaker reached elective replacement indicator (eri) a month ago. This device remains in service. No adverse patient effects were reported. Additional information received indicates that the device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker reached elective replacement indicator (eri) a month ago. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker reached elective replacement indicator (eri) a month ago. This device remains in service. No adverse patient effects were reported. Additional information received indicates that the device was explanted and replaced. No additional adverse patient effects were reported.